Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic bronchofibervideoscope had a loss of image on the right side. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:h3, h4. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the cause was attributed to breakage of the optical fibers, however, a cause for the observed breakage was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No addtl customer info